Event description:
At the completion of the initial implant a type ii endoleak was noted and was to be observed. The type ii leak persisted for over a year and a proximal type I endoleak also developed over that period of time. However, the cause of the type I endoleak is unknown. A main body extension was placed to resolve the type I leak and was successful.